Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. However, a cable appearance defect due to physical/chemical stress was found, the UDI could not be read and an air/water leakage was noted due to physical/chemical stress. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was not present and that disconnection was suspected. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a broken cable was detected from which fluid seemed to have entered and the cable temporarily deteriorated which may have resulted in no image. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). Do not give a shock to the camera head. It may be damaged." Olympus will continue to monitor field performance for this device.